Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "device broken." Device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified flat creases, yellow particles, and an extended opening. A leak test was performed and one opening was found. A microscopic analysis identified a curved striated opening on anterior side assessed as surgical damage. Fill inspection test was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a right side "device broken." Device has been explanted.